Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 07/09/2015. Microscopic inspection of the actual sample found no anomalies in regards to the integrity of the unit. The unit was then gradually pressurized in a water bath to roughly 1000mmhg and held for 30 seconds. The unit did not leak. The test was repeated while the sample was attached to a bpm head. Again, the sample did not leak. A review of the device history record revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100% leak test in-process. A definitive root cause could not be determined and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No patient involvement as this occured during prime. Product was changed out. Surgery was completed successfully.